Event description:
When trying to place an endotracheal tube (ett) in the operating room (or), the cuffs would not inflate after insertion. We were using size 7.5. Had to change the et tube three times. When we used a size 8.0, there was no issue. Then, we tested some of the other 7.5 ett from our pyxis - they had malfunctioning cuffs as well. Our hospital system has been working closely with teleflex to investigate a series of ett issues. Teleflex will pick up the tubes from this event for further investigation.